Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a patient developed inflammation, strong flare, hypopyon, and aseptic uveitis. This was confirmed on the first postoperative day and fibrin was also confirmed in his/her pupil. In addition the patient experienced decreased vision due to vitreous clouding. The patient's symptoms have resolved currently by steroid administration, antibiotic administration and subconjunctival injections. Additional information was provided indicating that the patient also had anterior chamber cells. According to the latest information received there was no vitreous clouding observed. There was no bacteriological tests were performed. The patient symptoms have improved after initial medical treatment with no aggravation after improvement. The surgeon's clinical judgement is that the event was non-infectious because there was no hyperemia and no eye pain observed.